Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the aiming arm and insertion handle led the reamer for (proximal femoral antirotation nail) into the (pfna) nail. The (pfna) nail became damaged. When they went to lock the (pfna) blade, it was discovered the top of the impactor for pfna nail was broken. This complaint is on the reamer. This is 3 of 6 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. A device history records review has been requested. Placeholder.